Manufacturer narrative:
The following information regarding the reported event is unknown: event date, procedure name, instrument part and lot , and da vinci system serial . Therefore, the root cause of the reported customer failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during an unspecified da vinci surgical procedure, the patient sustained a superficial burn injury after an electrical current from an unidentified fenestrated bipolar forceps instrument allegedly activated without the surgeon pressing the foot pedal. The burn injury was over-sewn by the surgeon in order to strengthen the area. However, the root cause of the customer reported failure mode is unknown.

Event description:
On (B)(6) 2017, intuitive surgical, inc. (Isi) received a FDA medsun report with the following information: device brand name: endowrist fenestrated bipolar forceps device manufacturer's name: intuitive surgical, inc. Date of this report: (B)(6) 2014. Describe the event or problem: in the operative room, upon first connecting the da vinci robot bovie, when cautery was connected to scissors and forceps, the current activated without the surgeon touching the foot pedal. The improper activation of the cautery instrument resulted in a superficial burn to the patient's sigmoid colon approximately 2 cm in length. The burn was over sewn by the surgeon in order to strengthen the area. The bipolar forceps were then replaced, and there were no further complications with the da vinci robot. The injury happened when the cautery cords were connected to the robotic fenestrated bipolar forceps and the monopolar scissors. The current was activated although the surgeon was not pressing the control. The cautery cords were unplugged from the cautery unit. The burn appeared to have been from the forceps; however both instruments were removed from the surgical field and sent through the supply chain process for faulty equipment. The intuitive/da vinci representative was available and called into the room to help with the evaluation. The surgeon also confirmed that no other triggering source on the cautery unit was connected. The representative was informed at the time of the event and was called in to the operating room to assist with evaluation. The device(s) may have caused or contributed to: minor injury to the patient or health care provider